Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Retainer ring = black pump case = ngp customer returned pump for an alleged keypad anomaly found on (B)(6) 2023. The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thus and found no stuck button alarm, however found pump error 63 (variable #3, line number 367, file number 37) on (B)(6) 2023 08:55:38.000. All buttons were tested individually for their functionality; there was no damage to keypad traces however corrosion was present on j1 connector on pcba 1. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found corrosion on pcba 1, motor, keypad flex trace, and force sensor. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and label damage (peeling). Unresponsive keypad was not confirmed. Pump error 63 confirmed due to corrosion on j1 connector on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h10 section

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump keypad buttons were unresponsive. Troubleshooting was performed and advised the customer to replace the new aa battery; however, the buttons were not responding. No harm requiring medical intervention was reported. It was advised to the customer to place the pump in a storage mode; however, a replacement pump will be provided to the customer and the insulin pump will be returned for analysis.